Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display the night before during dwell 1. The home patient (hp) had already removed the cassette and bags, but she said there was no visible sign of leaks. The technical service representative (tsr) explained the possible causes of the alarm to the hp and advised that if it happened again to please call baxter at the time of the alarm for proper troubleshooting. Proper procedures per the user manual were reviewed with the hp. The hc was reset and ready for the next therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).